Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not recieved at zoll medical corporation. Instead, the data files were provided. Review of the data files confirmed the error messages reported. However, root cause could not be determined from the logs. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including periodic self test, multiple shock tests, and functional testing without duplicating the report. The report was cleared and did not reoccur. An internal inspection found no discrepancies. The device was recertied and returned to the customer. Analysis of reports of this type has not identified an increase in trend.